Event description:
Pt had electric shock therapy treatments in 1985. Since then she has permanent, irrevocable memory loss, has developed a permanent seizure disorder, has lost job skills, and has encountered great difficulty in obtaining and keeping a job. All adverse reactions are related to electric shock therapy.